Manufacturer narrative:
The concomitant products: stockert model # m-5463-01, serial # unknown. Coolflow pump model # m-5491-02, serial # unknown. (B)(4).

Event description:
It was reported that during an a-fib procedure, the physician was moving to the right of heart to burn a flutter line when the patient's blood pressure dropped. An echo was done to confirm a pericardial effusion. A pericardiocentesis was performed to drain the blood, and the patient was taken to surgery. The patient's condition is unknown.